Manufacturer narrative:
Refer to the following field for corrected information: b3 (event date). Refer to the following fields for updated information: g3, g6, h2, and h10. The event date has been corrected to (B)(6) 2019.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a mcs tip cover accessory installed on a mcs instrument allegedly fell inside the patient. The mcs tip cover accessory was retrieved via a separate surgical procedure. At this time, it is unknown what caused the mcs tip cover accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) tip cover accessory installed on a mcs instrument allegedly became detached and fell inside the patient. However, at the time of the initial procedure the mcs tip cover accessory retention was not identified. The patient underwent an additional operation a week later, which was unrelated to the issue with the mcs tip cover accessory. However, prior to undergoing the subsequent operation, the customer performed an ultrasound and identified that the mcs tip cover had fallen inside of the patient's abdomen. The customer retrieved the mcs tip cover during the operation. There was no reported adverse effect or outcome to the patient as a result of this event. Isi followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) tip cover accessory fell inside the patient during a da vinci-assisted ureteral reimplantation surgical procedure. It was noted that the mcs tip cover accessory was inspected prior to use and no abnormality was observed. Post operation, the patient had a urinary leakage unrelated to the mcs tip cover accessory. The surgeon believe that the urinary leakage was due to wound dehiscence or ischemia of the bicker segment. There was no report of patient injury due to the mcs tip cover accessory.